Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silastic overmold on the fantail region. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent a mastoidectomy on (B)(6) 2019. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma and extrusion of the electrode on (B)(6) 2019. The doctor performed revision surgery with the following treatment: paracetamol 500 mg, ibuprofen 400 mg, ciprofloxacin 500 mg. In 2020, the infection persisted, and did not resolve. On (B)(6) 2021 the recipient was explanted and a cholesteatoma was performed. The recipient was reimplanted with another advanced bionics device. The recipient has recovered well from the reimplantation.